Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) replaced the batteries. He then performed functional and safety checks to meet factory specifications. The unit was then released back to the customer for clinical use.

Event description:
During service test by the customer the cs300 intra-aortic balloon pump (iabp) failed the battery run time test. There was no patient involvement, and there was no adverse event reported.